Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Approximately two months later, the device was removed and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was to be removed and replaced in the near future due to suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned to boston scientific for analysis, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
The device remains implanted. Upon removal, the device will be returned and analyzed at boston scientific in an attempt to confirm and determine the root cause of this event.